Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the catheterization technician inserted a PICC catheter into the patient. After pre-filling the catheter and measuring the insertion length, prior to trimming the catheter, a lint-like substance was discovered wrapped around the stylet inside the catheter while retracting the stylet. The catheter could not be used, so the nurse opened a new catheter and reinserted it into the patient. No other information was provided.